Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that customer's blood glucose level would sporadically go up and down. Her blood glucose level was in the 30 mg/dl to 60 mg/dl range and then shoot up to the 300 mg/dl range after eating. The insulin pump alarmed calibration error. The customer's blood glucose level was low and she was in the process of treating it with food. The device was not returned.